Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the renal artery. After pre-dilation with sterling balloon catheter, a 5.0mmx15mmx150cm express® sd renal/biliary stent was advanced but failed to cross the lesion. The device was attempted to be withdrawn, however, the stent dislocated to superficial femoral artery. No attempts were made to retrieve the dislodged stent. No further patient complications were reported and the patient's status was stable.